Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. It was noted that no log files are available for review, and the device will not be returned for evaluation. The relevant sections of the device history records for mlp-038604 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection, and stroke as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for intercranial hemorrhage on (B)(6) 2023. The patient passed away on (B)(6) 2023 due to brain bleed and staph bacteremia from an unknown source. The death was not considered to be left ventricular assist device (lvad) related, and the lvad operated as expected.